Event description:
It was reported that the patient presented via merlin.net transmission. Analysis of the transmission showed that the noise was seen on the patient's right atrial (ra) lead resulting in inappropriate auto mode switch (ams). No intervention was performed. The patient was stable throughout.